Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure for two right atrial (ra) leads, the physician could not screw the leads at the atrium. The ra leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant procedure for two right atrial (ra) leads, the physician could not screw the leads at the atrium. The ra leads were removed. No patient complications have been reported as a result of this event.